Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, at the end of inflation of a 23mm s3u valve prepped with 1ml of extra volume, the commander balloon ruptured. The physician could not get the balloon back into the esheath+ all the way without the distal tip buckling. It appeared to be catching on the tines that attach the balloon to the catheter. After some wire manipulation and flexing of the commander catheter, the team felt the balloon was in far enough and pulled the system out as a whole. The physicians met some resistance at the arteriotomy and pulled it through. The ruptured balloon was pulled, or "flipped" up over the yellow distal tip upon exiting the body. No patient injury was reported. Per engineering pre-deco findings, a torn liner and distal tip split was observed on the esheath+.

Manufacturer narrative:
The device was returned. An imaging evaluation was not performed as no imagery was provided. A visual inspection was performed on the returned device and the following was observed: liner tear approximately 4.5in. From the distal tip. Scratches along the sheath shaft. Distal tip was split. Due to the nature of the complaint, engineering was unable to perform functional testing. The complaint was confirmed through visual inspection. Dimensional testing was performed on the returned device and the following was observed: liner thickness was measured along the linear tear as an out of specification result could be indicative of a manufacturing non-conformance. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was confirmed based on the returned device. No manufacturing non-conformances were able to be identified. However, an in-depth evaluation regarding complaints for sheath shaft liner torn has been documented in a technical summary written by edwards lifesciences. An existing technical summary has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient / procedural factors (e.g., access vessel tortuosity / calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. In addition, this technical summary is applicable to esheath+ as there are no significant changes related to the sheath shaft and liner. This includes material composition, manufacturing process, inspection, and testing. The only update is related to the strain relief material at the proximal end of the sheath shaft. This was modified to improve manufacturability at the component level for improvements relating to extrusion and handling and does not affect liner integrity. As such, the technical summary remains applicable for esheath+ liner tear events. As reported, "the physician could not get the balloon back into the esheath+ all the way without the distal tip buckling. It appeared to be catching on the tines that attach the balloon to the catheter." Per device evaluation, scratches were observed on the sheath shaft, which could be indicative of interaction with calcification in the patient's vessels. Incomplete deflation of the compatible balloon device prior to removal from the sheath can damage the liner. A balloon burst or tear could also make it difficult to deflate the balloon and would alter the balloon profile during removal. The force required to withdraw the balloon could then lead to tearing or weakening of the sheath liner. Additionally, interaction with calcification during the procedure could weaken the liner and make it more susceptible to tearing. The technical summary demonstrated that there were no deficiencies in the instructions for use (IFU) /training manuals and outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with sheath shaft liner tears. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. It should be noted that these mitigations (from manufacturing and the IFU/training manual), as identified in the technical summary, are still in place. As such, these inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient (calcification) and/or procedural factors (withdrawal of burst balloon) may have contributed to the complaint event. The complaint for esheath+ distal tip split was confirmed based on the returned device. However, no manufacturing non-conformances were identified. A review of the device history record, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. As withdrawal difficulty was experienced, the burst balloon may have interacted with the sheath tip during retrieval. If excess manipulation was applied, the sheath tip may split as observed. As such, available information suggests that procedural factors (excessive manipulation, withdrawal of burst balloon) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No device or labeling problem was identified during the evaluation. Furthermore, no abnormalities were reported during device unpacking or preparation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or p.